Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago the date the manufacturer became aware of the event. Explant date: a year ago.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown other complication. The explanted device was not returned. No further information has been obtained despite good faith efforts.